Manufacturer narrative:
The device was not available to be returned.

Event description:
Pt had 2 orthovisc injections the last on (B)(6), 2011. After the third injection she developed redness and swelling near the shin area and swollen feet. She was treated with hctz and lasics. Pt x-ray showed her knee was bone on bone.